Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a malfunction of a ventilator's keypad was observed. The device's front panel board and keypad were replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported, a ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a malfunction of a ventilator's keypad was observed. The device's front panel board and keypad were replaced to address the issue. The keypad and front panel board were evaluated by the manufacturer's product investigation laboratory (pil) and found the keypad and front panel board functioned as designed and operated without issue or error codes.